Event description:
The physician was treating a lesion in the lad with an endeavor sprint rapid exchange drug-eluting stent. The lesion was heavily calcified. The stent was implanted successfully. Two hours later, the pt was readmitted to the cath lab with acute thrombosis. The ballooning was used to treat the thrombosis and another stent was implanted. The pt is ok post procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information available), (stent thrombosis), (device not available for evaluation).